Event description:
The pt heard a pump alarm. The critical alarm was due to a motor stall confirmed by telemetry. The stall occurred (B)(6) 2010, at 11:38 and recovered on (B)(6) 2010 at 16:22. The pump was not exposed to any type of electromagnetic interference at that time. The hcp reported the patient was asymptomatic. The alarm recurred and was heard by the patient on (B)(6) 2010. Another motor stall was confirmed by the hcp. Patient felt excessively hot and had a headache. The headache subsided after about 1.5 days. The other sensation also faded, but he experienced some knee cramping. The withdrawal symptoms resolved. The patient was being managed with oral methadone and vicoden. A dye study done the previous year was ok. The patient/hcp was unsure if the pump would be explanted.

Manufacturer narrative:
(B)(4).